Event description:
It was reported that the user experienced hyperglycemia while using the ilet with a g7 cgm, with a fingerstick confirmation of 481 mg/dl and no reported infusion set leaks, no insulin delivery interruptions, and no pump alarms; the user had consumed sweets several hours prior and remained elevated despite expecting automated correction, and was guided to perform an infusion set change, after which glucose decreased to 315 mg/dl. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond troubleshooting, and no hospitalization. Investigation included product use review, confirmation of cgm and pump status, review of potential infusion site issues, and user education on set change and hyperglycemia management. Investigation of this case revealed no device malfunction or alarm condition and no confirmed delivery failure, with hyperglycemia plausibly related to recent carbohydrate intake or possible site absorption variability. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.